Event description:
Allegedly, during a laparoscopic procedure, the bowel grasper separated and broke into pieces. Films were taken that showed separated pieces within pt. Customer reported that it appears the broken piece was retrieved.

Manufacturer narrative:
Our investigation is ongoing. As of this report, the broken instrument has not been returned. Once it is received and evaluated, and investigation has been completed, a supplemental report will be filed.